Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had atrial fibrillation (af) and intrinsic rhythm competing with epicardial pacing wires. Epicardial pacing was turned off to allow intrinsic rhythm and support continued. Additionally, the patient's access site was oozing. The site was redressed, and blood products were ordered and support continued. The patient expired on support.

Manufacturer narrative:
Access site bleeding: the root cause of the access site bleeding is determined to be use issue because the ptt values are higher than the therapeutic range of about 400 as per the clinical details at the time of bleeding. Vf/vt/af/at: "cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.""

Manufacturer narrative:
Access site bleeding: the root cause of the access site bleeding is determined to be use issue because the ptt values are higher than the therapeutic range of about 400 as per the clinical details at the time of bleeding. Vf/vt/af/at: "cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined."